Event description:
The patient initially called the manufacturer's hotline to say his pump was not running and that the bag was empty. The hotline operator instructed the patient to replace the battery. After the battery was replaced, the pump would not run. It appears to walkmed that the pump was not running because it was done infusing. Upon further review by the clinic, the pump was set at 20.7ml/hr with the intended infusion rate of 2.07ml/hr. Patient received antidote, labs and EKG. Nurse noted the patient did not experience any injuries.